Manufacturer narrative:
The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient received an asymptomatic pneumothorax during a superdimension enb procedure biopsy, it was found on a post procedure x-ray. The patient was observed for 2 hours and then discharged. If additional information is obtained a follow-up report will be submitted.